Manufacturer narrative:
A full mfg review could not be performed as the lot number is unk. The investigation is inconclusive as the device was not returned. The definitive root cause could not be determined based upon the available info. It is unk if pt and/or procedural issues contributed to the reported event.

Event description:
It was reported that the valvuloplasty balloon ruptured at 3 atm. There was no report of retraction issues. There was no report of pt injury.